Event description:
Caller wishes to report that contact lenses are being dispensed by 1-800-contacts without a proper prescription. On 12/15/98, the office received a fax from 1-800-contacts, stating that a pt had provided a prescription to the co, and was requesting contacts. The fax stated that if the prescription was not correct, the office should contact the co via fax. The office took note that the pt had not been fitted for contacts, and faxed that info to the co. The office also notified the pt that she should have her eyes examined prior to getting contacts. In a follow-up conversation with the pt, it was learned that she received contacts anyway from 1-800-contacts. Since this event, the office has received add'l faxes from 1-800-contacts for pts that in some cases they have never examined. The dr called the co regarding this issue, however a return call was never made by the co.

Event description:
Caller wishes to report that contact lenses are being dispensed by 1-800-contacts without a proper prescription. On 12/15/98, the office rec'd a fax from 1-800-contacts, stating that a pt had provided a prescription to the co, and was requesting contacts. The fax stated that if the prescription was not correct, the office should contact the co via fax. The office took note that the pt had not been fitted for contacts, and faxed that info to the co. The office also notified the pt that she should have her eyes examined prior to getting contacts. In a follow-up conversation with the pt, it was learned that she rec'd contacts anyway from 1-800-contacts. Since this event, the office has rec'd add'l faxes from 1-800-contacts for pts that in some cases they have never examined. The dr called the co regarding this issue, however a return call was never made by the co.

Event description:
Caller wishes to report that contact lenses are being dispensed by 1-800-contacts without a proper prescription. On 12/15/98, the office received a fax from 1-800-contacts, stating that a pt had provided a prescription to the co, and was requesting contacts. The fax stated that if the prescription was not correct, the office should contact the co via fax. The office took note that the pt had not been fitted for contacts, and faxed that info to the co. The office also notified the pt that she should have her eyes examined prior to getting contacts. In a follow-up conversation with the pt, it was learned that she received contacts anyway from 1-800-contacts. Since this event, the office has received add'l faxes from 1-800-contacts for pts that in some cases they have never examined. The dr called the co regarding this issue, however a return call was never made by the co.

Event description:
Caller wishes to report that contact lenses are being dispensed by 1-800-contacts without a proper prescription. On 12/15/98, the office received a fax from 1-800-contacts, stating that a pt had provided a prescription to the co, and was requesting contacts. The fax stated that if the prescription was not correct, the office should contact the co via fax. The office took note that the pt had not been fitted for contacts, and faxed that info to the co. The office also notified the pt that she should have her eyes examined prior to getting contacts. In a follow-up conversation with the pt, it was learned that she received contacts anyway from 1-800-contacts. Since this event, the office has received add'l faxes from 1-800-contacts for pts that in some cases they have never examined. The dr called the co regarding this issue, however a return call was never made by the co.

Event description:
Caller wishes to report that contact lenses are being dispensed by 1-800-contacts without a proper prescription. On 12/15/98, the office received a fax from 1-800-contacts, stating that a pt had provided a prescription to the co, and was requesting contacts. The fax stated that if the prescription was not correct, the office should contact the co via fax. The office took note that the pt had not been fitted for contacts, and faxed that info to the co. The office also notified the pt that she should have her eyes examined prior to getting contacts. In a follow-up conversation with the pt, it was learned that she received contacts anyway from 1-800-contacts. Since this event, the office has received add'l faxes from 1-800-contacts for pts that in some cases they have never examined. The dr called the co regarding this issue, however a return call was never made by the co.